Manufacturer narrative:
Upon visual evaluation of the video provided in the complaint, the implant was noted cover by tissue, then the doctor removed the tissue from the implant, and at that time it was observed that the device was ruptured. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation with 350cc mentor memorygel breast implants experienced bilateral breast ptosis and right sided rupture post procedure. As a result, capsulectomy, mastopexy and explant was performed on (B)(6) 2021. The rupture was found during explant surgery.